Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 1.34 on patient. There was no additional patient information available at the time of this report. Date: time: method: result (ng/ml): sample: (B)(6) 2014, 17:13, I-stat, 1.34, a. (B)(6) 2014, 17:30, I-stat, 0.00, a. (B)(6) 2014, 19:25, I-stat, 0.00, b. There were no injuries reported with this event. An investigation has been initiated.

Manufacturer narrative:
(B)(4). The investigation was completed on 07/17/2014. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).